Manufacturer narrative:
Due to character limit in the e1 section the full event site (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line to request support with a possible timing issue during use of intra aortic balloon on patient. During this time, someone else in the room stated that ecgs were not the issue and told the fellow to send a second screen shot. The esp personnel had reviewed the screen shot that showed multiple pacs. The esp personnel explained why the timing of the balloon was not an issue, but the pacs were causing the balloon to be inflated for less time. This was causing the arterial waveform to look different than he would normally see it. Sent me a picture of the chest x-ray. The iab was not at the right position and the esp personnel mentioned the correct position to the user. Uddin had no more questions at the time.. No harm or injury reported.